Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure, three resolute onyx des were implanted; one in the in the cx and two in the lad. The next day patient suffered perioperative myocardial infarction in a non-target vessel. Patient is recovering. Investigator assessed event is possibly related to the device and not related to the antiplatelet.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.